Manufacturer narrative:
G2. Foreign: jp. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that the stimulator implantation area/site hurt. There was severe pain at the device implantation site, and the issue was discussed with the hospital where an injection was administered. Since the pain persisted, the hospital was contacted, but it was stated that no further action could be taken since an injection had just been administered and the situation remained unresolved. It was reconfirmed that the stimulation adjustment had already been attempted and did not resolve the issue. It was requested that the patient seek consultation with a medical institution which the patient accepted. The issue was not resolved. Additional information received from the patient. The patient asked how to eliminate the pain. Adjustments such as raising, lowering, and changing groups had been performed independently but improvement had not been observed. During the recent medical consultation, pain was reported to the physician but since it was not the day the person in charge was p resent, only a painkiller was administered for the time being. The pain relief was good only for one day, and after that, the drug did not have any effect. The pain was so severe that walking was impossible. Due to the continued pain, a request was made regarding whether adjustment of the stimulation device could help. It was explained that no further recommendations could be provided by the manufacturer beyond the adjustments already performed. A request was made to consult the hospital, but the patient stated that since medication had just been administered that visiting at this time would be a problem. It was requested that, if necessary, a consultation with emergency services be considered and that health condition be prioritized when seeking advice. No other actions were reported, and it was unknown if the pain had resolved.